Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication: 7/24/2017. The reported the device as not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article identifying proglide device that may be related to the following: vascular perforation, av fistula, hematoma, life-threatening/disabling bleeding, major bleeding, unplanned endovascular intervention, vascular surgery, transfusions. Additional therapy/non-surgical treatment. Details are listed in the attached article, titled vascular complications after percutaneous mitral valve repair and venous access closure using suture or closure device.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported patient effects; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.